Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that the insulin pump also gave motor error alarm and low battery alert. Customer stated that the drive support cap was normal. Troubleshooting successfully performed and the customer will discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Software 2.4a. On (B)(6) 2022 customer returned device for an alleged motor error, a17, a21, a47, weak battery alarms, battery lasts less than expected (charging battery anomaly). Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test and displacement test. No unexpected a17, a21, a47, low battery alarms noted during testing. However, device received motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to motor error alarm. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the device not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test p-cap or reservoir does lock into place. Device had cracked reservoir tube lip, stained end cap sticker, stained address or serial number label, cracked belt clip slot. Device charging battery anomaly, a17, a21, a47, weak battery alarms were not confirmed. Motor error alarm during basic occlusion test due to faulty force sensor resistor confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.